Manufacturer narrative:
Reportable as there was an interruption of oxygen delivery. Complaint history reviewed. There have been 2 similar complaints in the previous 24 months for 1053 cannula. Trend data shows an overall decrease in cpm and 12 month cpm for product group 9-o2 cannula. Without returned material, pictures of defective material, or lot# given, complaint cannot be confirmed. Most likely root cause of defect is not enough mek applied to tubing during assembly. Qa-23-184 was generated for this issue. Risk(RMA-20017a): r26: oxygen delivery interrupted - cannula components not bonded together securely - s=8 o=2 rpn=16. Rpn < 25, therefore risk is acceptable.

Event description:
Nasal prongs come off & possibility of loss of o2 during use.

Event description:
Nasal prongs come off & possibility of loss of o2 during use.

Manufacturer narrative:
Reportable as there was an interruption of oxygen delivery.